Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2012. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. The cca was informed by the patient that she did not develop any symptoms however, on (B)(6) 2012 at 7:00am, she went to the emergency room (ER) where she was tested with the ER/hospital's meter (unknown device) and obtained a reading of "230mg/dl". Shortly after, she was administered with insulin and was given oral medication (unknown types and dosages). The cca noted that the battery did not need replacement. Replacement products were sent to the patient. Although the patient denied developing any symptoms, this complaint is being reported because the patient received medical treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.